Manufacturer narrative:
Concomitant products: 503458, lead, implanted: (B)(6) 1996.

Event description:
It was reported that the right atrial (ra) lead exhibited non capture and low impedance. The lead was programmed off and a new lead was placed on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.